Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
This customer reported that the device would not power on and it had a critical failure message.